Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high and low blood glucose. Customer¿s low blood glucose value was 40 mg/dl. Customer treated by drinking juice for low blood glucose. The sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 574 mg/dl and the sensor glucose was 81 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer also specified other relevant blood glucose value was 138 mg/dl, 127 mg/dl, 74 mg/dl, 64 mg/dl and 323 mg/dl. The sensor will not be returned for analysis. The insulin pump will not be returned for the analysis.